Event description:
Conmed hex snare was being used with cautery for polypectomy. Snare was in the extended position when the head of the snare projected off of the sheath. Ends of the snare, that are typically contained within the sheath, were loose and pointing outward. The snare was suctioned into the colonoscope and later retrieved.